Event description:
It was reported that during a da vinci surgical procedure, a wire separated on the mega needle driver instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. An additional observation not reported was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.